Event description:
On (B)(6)-2008, a depuy summit hip artificial joint was implanted into kevin reely. The joint periodically becomes misaligned resulting in severe pain. Product use is inconsistent with users expectations or intuition.